Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device rfu indicator lit up red and a sound was heard. The device is evaluated remotely. Based on the information available, customer with support from philips service engineer reran the operational check to resolve the issue. The device remains at customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.